Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the calibration test. The device was recalibrated to address the issue. In addition of the above evaluation, the device's machine flow sensor was replaced due to contamination.